Event description:
It was reported that inappropriate magnet responses were observed on the device. No intervention has been performed to resolve the event as abbott technical support suspects an external factor to be the cause. The patient was in stable condition and will continue to be monitored.